Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. There was delay in dispatching the field service technician (fst) due to pending approval from the customer. The customer stated to close the current case. A new case would be opened once the facility approved the fst dispatch.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the full height cubie pockets were not detected on bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.